Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft leaks. Fluid pathway leak was observed on the delivery system. Flat wire was found protruding from the delivery system outer shaft. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. There is a hole in the outer shaft at 3.7 cm from the distal end of the delivery system. There is a water leak from a hole in the outer shaft at 3.7 cm from the distal end of the delivery system while performing the flush test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while flushing the leadless implantable pulse generator (ipg) delivery system prior to use, a leak was noted at the distal end. The system was not used and a replacement system was used. No patient complications have been reported as a result of this event.